Event description:
"The clamp broke after 1-2 months with consequent peritoneal liquid leakage" with 6 transfer sets. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with these incidents.